Event description:
It was reported that the patient presented to the clinic for a follow-up. Upon examination, it was noted that the pacemaker exhibited inappropriate automatic mode switch due to the atrial oversensing. The pacemaker was reprogrammed. The patient was stable throughout.